Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was one unexplainable pump reboot observed in the black box history. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and its measurements were within specification. A power loss was not observed. There was a crack observed in the battery compartment. Evidence of moisture contamination was observed inside the compartment. The pump was exercised for 24 hours with no pump reboots, loss of power, or call service alarms duplicated. The pump passed the leak test. There was no evidence of moisture or loose components observed inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.